Event description:
Left lower extremity pain, left lower leg swelling, left knee swelling, left knee inflammation, left knee effusion. Information was received on 31-oct-2006 from a sales representative regarding a male patient (age and initials unk) with an unk medical history, who experienced swelling in the knee, inflammation in the knee and knee effusion. The patient began treatment with synvisc in 2006. The patient received an unk number of synvisc injections in2006. On an unk date, the patient experienced swelling and inflammation in the knee. The time frame in relation to the synvisc injection was unk. The physician aspirated the knee and cultured the aspirate. Cultures were negative, except the white blood cell count was 22,000. At the time of this report, the patient's outcome was unk. Additional information was received on 06 november 2006 from the physician. It was reported that the patient was a male, with a history of moderate osteoarthritis with joint narrowing and osteophytes and prior treatment with non-steroidal anti-inflammatory drugs (nsaids). The patient received synvisc injections in 2006, 7 days later and 5 days later. Two weeks later, the physician aspirated the left knee and injected an unspecified steroid at an unk dose. It was reported that a venous duplex exam was performed by doppler ultrasound to further evaluate left lower extremity pain and swelling. The results of the ultrasound were as follows: normal exam of the left lower extremity deep veins. In october 2006 the synovial fluid lab results were as follows: culture and gram stain were negative for bacteria and white blood cell counts were elevated at 22,250/mm. At the time of this report, the events of left knee swelling, left knee inflammation and left knee effusion were resolving. The physician assessed the relationship of synvisc to the events as probable.

Manufacturer narrative:
Qa performed a review of the production and quality control documentation for lot number u0601. All documentation is complete and in order. The product met specifications at release. No associated non-conformance was noted for this lot.